Event description:
It was reported that during a laparoscopic bypass procedure, the 12mm obturator does not fit in the stability sleeve. Case completed with a new trocar. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Sleeve. The analysis results found that a 2b12lt device (a) was returned in good visual condition. In order to replicate the reported incident, it was attempted to insert the obturator into the sleeve assembly, however it was observed that the obturator did not fit as intended. The sleeve was measured and it was confirmed to be from a 11 mm device. The condition of incorrect components is related to the manufacturing process of the device.